Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01496.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
F10 (device code): appropriate term/code not available (3191) for device perforation.f10 (device code): appropriate term/code not available (3191) for device tilt.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Patient notes and alleges experiencing "chest pain, difficulty breathing, daily headaches/migraines". Additionally, patient alleges sleep disturbance. Per the ivc (inferior vena cava) filter implant report dated (B)(6) 2009: "successful image-guided placement of a cook celect femoral infrarenal filter from a right common femoral vein approach". Per the (B)(6) 2019 CT (computed tomography) abdomen: "an ivc filter is present. Details are as follows: filter tilt: the apex of the filter is directed leftward although it is not in contact with the left lateral aspect of the ivc wall, being that it is at the confluence with the left renal vein. Filter position: the filter tip apex is at the level of the l 1-l2 intervertebral disc space. The filter tip apex is 0. 7 cm proximal to the inferior wall of the left renal vein at the confluence. Filter position beyond the ivc wall: there is strut perforation at multiple sites (anteriorly, bilateral laterally and posteriorly). Most importantly, a long right lateral perforating strut contacts and lies immediately posterior to the right proximal ureter. A long anterior perforating strut abuts the posterior aspect of a right mesenteric vein extending to the right lower quadrant. A long left lateral perforating strut abuts the right lateral wall of the abdominal aorta. A posterior perforating vertebral strut contacts the superior end plate of the l3 vertebral body".